Event description:
Rn noticed small amount of fluid leaking out of bag while hooking up pt-chemotherapy. Bag has 1 hole which leaks fluid (5fu) when pressure applied to bag. Hole is not a needle stick-too small. Inside of blue sabersafe free of sharp protrusions.